Manufacturer narrative:
H.6. Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is brown foreign matter (fm) embedded in the luer lok® area of the tip of the barrel and also in the body of the barrel. Additionally, three (3) photos were also provided by the customer for investigation. The first (1st) photo shows the returned sample in the sealed blister pack. Brown foreign matter is visible in the tip of the syringe. The second (2nd) photo shows the lot information printed on the blister pack. The third (3rd) photo shows a side view of the syringe in the blister pack showing foreign matter on the luer lok® area of the tip of the barrel and also in the body of the barrel. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. He degraded resin can break loose and be molded into components. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309653, batch no: 9086638. Customer is stating they found a contaminated 60 ml luer-lok exp 2024-03-31.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 309653, batch no: 9086638. Customer is stating they found a contaminated 60 ml luer-lok exp 2024-03-31.